Event description:
It was reported that metal shavings are coming out of the end of the cordless driver. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was not duplicated by the repair technician or the fa engineer for metal shavings. The engineer did confirm the device arced due to a wire. The wire was repaired. The driver was returned to the account after passing final inspection.